Event description:
It was reported to philips that the device has a "broken handle". Emailed (B)(6) for more information; it was confirmed it was the external paddles. There was no reported patient involvement/adverse patient impact.